Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that directly following an implant procedure after the pocket was closed, the left ventricular lead was noted to be dislodged from the coronary sinus. The pocket was re-opened, and the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.